Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power loss alarm. The customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer has not received multiple power loss alarms when batteries were out of the insulin pump less than 10 minutes. The insulin pump will not be returned for analysis.